Event description:
Unomedical reference number: (B)(4). Event occurred in united states. The patient reported that she had an infusion set that got detached while she was sleeping, and it has now become lose. Reportedly, the infusion set's tubing got detached at the quick release. The site location was on her right side of abdomen and the pump was located on the belt on the right side. The infusion had been used for two days. Moreover, they were unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to their body. Upon investigation of the returned used device (1 set), it was found that the tubing detached from the tubing connector. No further information available.